Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. The main coil was found kinked and stretched; its interlocking arm was detached and it was not returned. The delivery wire proximal end has a smooth surface. The interlocking arm did not show damages. The zap tip has a smooth surface. Dimensional inspection revealed that the delivery wire and the main coil were within specification except for the number of distal and proximal fiber bundles which were not within specification. No more damages were found.

Event description:
Reportable based on device analysis completed on 20 may 2020. It was reported that the coil stretched and was stuck in the catheter. A 18mm x 40cm interlock -35 was selected for use. During procedure, it was noted that the coil stretched in 4f .038 catheter and was only deployed about 5% of the way. Furthermore, the coil became stuck in the catheter and the catheter had to be removed in order to remove the coil that was trapped. The procedure was completed with a different device. No patient complications were reported. However, device analysis revealed that there were missing fiber bundles.